Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that for three hours the customer started using the product, when he pinched the pilot balloon, it deflated. Even when he put air in it using a syringe, it deflated immediately after the customer pinched it. No patient injury reported.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and three (3) photos were received for evaluation. Visual inspection found leakage was detected between the check valve and pilot balloon. The root cause of the reported issue was found to be not enough solvent at joint. Customer complaint notification was performed on (B)(6) 2022 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).